Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unk. The delivery system was advanced to the aneurysm site and upon deployment of the stent graft the slide ring broke. The device was removed, another device was used to complete the case. The pt is reported to be fine. No additional clinical sequelae were reported.